Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump also alarmed button error and battery out limit. Customer's blood glucose reading was 100 mg/dl. No significant events leading to the alarms or keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was also received with intermittent button response due to corroded keypad traces. The insulin pump was also received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.